Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment.